Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported 'failed output to low during testing' which was reproduced by troubleshooting of the device. The device was found to not deliver within specification. Visual inspection found the cause was an out of adjustment pressure plate travel. The pressure plate assembly was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed output too low during testing at the biomed service department. There was no patient involvement. No additional information is available.